Event description:
Customer reported to baxter (B)(4) of "a luer activated valve which was falling off the chamber when connecting the line and it looks like it is not sealed." The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of 'a luer activated valve which was falling off the chamber when connecting the line and it looks like it is not sealed' was confirmed during sample evaluation. One chamber was available at the plant for evaluation; however, the tube was not available. Visual inspection revealed that the chamber had disconnected from the set. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.